Event description:
We were using the solero microwave tissue ablation applicator to ablate liver lesions. We had ablated about 5 lesions and the machine stopped and there was an error stating "high reflected power. Reposition applicator and retry." The microwave probe was still in the liver, so the machine was restarted so the probe could be safely removed. Upon removal, it was noticed that the entire white tip of the probe was missing, a teflon piece measuring approximately 2 cm. The surgeon stated the tip could not be retrieved and it is believed to be in the liver. A new probe was called for and we continued ablating liver lesions with the new probe.